Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation flow: damage visual inspection: the 1.8mm drill bit with depth mark/qc/110mm (p/n: 310.509, lot number: u290116) was received at us cq. Visual inspection of the complaint device showed the drill bit has broken by the cutting blades. Device failure/defect identified? Yes. Document/specification review: current and manufactured device was reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the drill bit has broken by the cutting blades. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part #: 310.509. Synthes lot number: u290116 . Supplier lot number: u290116. Manufacturing site: synthes monument. Release to warehouse date: jul 17, 2018. Supplier: (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part #: 310.96, synthes lot number: u290116, supplier lot number: u290116, manufacturing site: synthes (B)(4), release to warehouse date: 17-jul-2018, supplier: (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the 1.8mm drill bit with depth mark/qc/110mm (p/n: 310.509, lot number: u290116) was received at us customer quality (cq). Visual inspection of the complaint device showed the drill bit has broken by the cutting blades. Device failure/defect identified? Yes. Dimensional inspection: shaft diameter = conforming. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the drill bit has broken by the cutting blades. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 the drill bit with depth mark was broken during a reverse logistics audit of the returned device at millstone. There was no patient involvement and no additional information is available. This report is for one 1.8mm drill bit with depth mark/qc/110mm. This is report 1 of 1 for (B)(4).